Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 1 month after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. Bone resorption was found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see summary memo.